Manufacturer narrative:
One level 1® hotline® disposable was returned for analysis. Visual inspection revealed that the luer was broken. Relevant documents were reviewed and deemed adequate. Leak testing, an audit of the final visual inspection process, and training records of the operators were all reviewed; no discrepancies. Leak testing was performed on 32 units from production floor; no leaks found. One sample was assembled purposely with the luer crack in order to verify if the equipment is capable to detect the leak; the equipment is capable to detect the piece as reject. Based on the evidence the root cause is unknown as the complaint was not confirmed.

Event description:
Information was received indicating that the connection part to a smiths medical level 1® hotline® disposable was damaged causing medical fluid to leak. There were no reported adverse effects.